Event description:
Spacelabs received a report that ECG alarms were shown off on alarm review printout. The customer had to turn the alarms back on.

Manufacturer narrative:
Testing at the customer's site by a spacelabs field service engineer (fse) and the hospital biomed confirmed that the devices were operating to specification. All functional tests outlined in the service manual passed. ECG alarm limits will be grayed out during a learning cycle. A learning cycle can be triggered if ECG signal is noisy or data does not meet the waveform criteria. If customer opens the alarm limits review menu during a learning cycle, the alarm limits are shown "off". The operations manual has a warning note - "ECG alarms for high rate, low rate, and other arrhythmias are not reactivated until the learning process ends." Spacelabs is further evaluating the patient retrospective data. The investigation is underway. No one has been injured as a result of this alleged malfunction. We will file a supplemental report when our investigation is concluded.

Manufacturer narrative:
On site testing of the involved devices by a spacelabs field service engineer (fse) confirmed that all devices performed to specifications. The testing was witnessed by a facility staff member. The fse could not reproduce the reported problem. He recommended that the facility biomed set the command module¿s ¿control¿ setting to ¿off¿ so the alarm controls could not be turned off by clinical staff. The patient retrospective database for the event was provided by the customer and reviewed by a spacelabs lead software engineer. This data documented that patient ECG alarms had occurred at 8:26 p.m. And 8:27 p.m. -- when the customer thought the alarms were ¿off.¿ in summary, we were unable to identify any technical problems or that there was a product failure. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that ECG alarm controls were set to "off" as printed on the alarm review feature, and this required the customer to manually set them to "on" again. This event occurred on (B)(6) 2014 at 8:22 p.m. The patient was monitored with xprezzon bedside monitor model 91393 and command module model 91496. No one was injured as a result of this event.